Manufacturer narrative:
Analysis confirmed the customer comment of a broken connector, the output connector assembly was broken and it was additionally noted that the lower case was broken and the battery wires and display wire were pinched but the insulation was not compromised and that one case screw as well as the main seal were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator was broken and was unable to hold a cable. The generator was returned for service. There was no patient involvement.